Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, pulling the cable out of it's connector. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable.